Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported a rupture of the left device and a capsulare contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported, a rupture of the left device. And a capsulare contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings on posterior and anterior side assessed, as fold flaw opening. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: red particles observed, on the device. Crease fold and wear abrasion observed, on the device. Non-penetrating nick observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported a rupture of the left device and a capsular contracture, baker grade iii. Device has been explanted and replaced.